Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized the month prior to the month of passing away for an unrelated event. It was reported hospitalization was ongoing until the time of death. The cause of death was not reported. It was not reported whether an autopsy was performed. It was not reported if peritoneal dialysis therapy was ongoing until the time of death. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device was received for analysis. The evaluation is anticipated and upon completion of the investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The event history log review showed no instances of increased intra-peritoneal volume (iipv), keystrokes, programming, or use related events that indicated and/or contributed to the patient death. A review of the service history revealed no failures or problems that were the same as, or similar to the reported condition and there was no indication that the parts replaced during servicing caused or contributed to the reported event. The external/internal inspection was performed and the device passed, along with all of the return instrument test/evaluation (rite) electrical testing. During the evaluation, the device failed rite functional testing, but the failure was found to not be related to the reported event. There was no non-conforming product identified related to the patient death. The reported event could not be verified through the device logs or device evaluation; therefore, a cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.